Event description:
It was reported that the patient had been diagnosed with a staph infection in the past few weeks. She was heading to the hospital to have the infection drained. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3093-28, lot# v197175, implanted: 2009 (B)(6), explanted: na; programmer model 3037, serial# (B)(4).